Event description:
The patient was initially implanted with a bifurcated stent graft, a vela infrarenal stent graft extension and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure the patient was identified with aneurysm enlargement from possible implant movement of the vela suprarenal stent graft extension. The physician elected to treat the patient by relining the originally implanted devices with the alto stent graft system. This event was previously reported under MDR # (B)(4). It was reported that after implant of the alto stent graft system it was difficult to cannulate contralateral gate and other deployment issues occurred. The surgeon decided to perform a fem-fem bypass. The procedure was completed and the patient was being followed up on by the physician.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a vela infrarenal stent graft extension and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure the patient was identified with aneurysm enlargement from possible implant movement of the vela suprarenal stent graft extension. The physician elected to treat the patient by relining the originally implanted devices with the alto stent graft system. This event was previously reported under MDR # 2031527-2022-00065. It was reported that after implant of the alto stent graft system it was difficult to cannulate contralateral gate and other deployment issues occurred. The surgeon decided to perform a fem-fem bypass. The procedure was completed and the patient was being followed up on by the physician. After the initial report, clinical assessment found reasonable evidence to suggest that the procedure was completed with an indeterminant endoleak and sac growth. These findings were discovered during an examination of the secondary discharge summary.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the difficulty in cannulating the contralateral limb is confirmed. The case conversion to an aui procedure with a fem-fem bypass graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that the procedure was completed with an indeterminant endoleak and sac growth of an unknown amount. These findings were discovered during an examination of the secondary discharge summary. The procedure related harm identified was a left sided cva with right hemiparesis. The most likely causation for the difficulty in cannulating the contralateral limb is that the cross over lumen of the device could not be utilized due to a crimp in the flow tube. The most likely causation for the conversion to an aorto-uni-iliac (aui) procedure with a fem-fem bypass graft due to the limbs not filling with polymer. Additionally, there was a rupture of the aaa prior to the index procedure (cautionary product use). The final patient status was reported to be discharged (patient received inpatient rehabilitation) on the fifteenth post operative day recovering well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6:medical device problem codes: remove 3191. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.